Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between july 24, 2024 ¿ july 26, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. There was still solution left in the pump at the end of the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11 h11: four devices were received for evaluation. The four devices contained 71, 72, 73 and 140 ml of fluid in their bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on all four devices, and the devices were found to be within the product specification range. The reported condition was not verified on any of the devices. Should additional relevant information become available, a supplemental report will be submitted.